Event description:
A customer reported experiencing an error with their continuous glucose monitor, indicated as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, guided them through the reset process, and the error did not reappear, allowing the customer to successfully start their sensor session.